Event description:
The sales rep reported that in 2008, the pt underwent a revision surgery to extend the construct to the ilium. Add'l info received about 26 days later, the sales rep reported they were uncertain, due to the timeframe since the last surgery (initial surgery date unk), if the pt was fused. The event is reportable due to the potential of failed fusion.

Manufacturer narrative:
The product from the explanted construct will not be returned. Eval pending.